Manufacturer narrative:
H3: the system was serviced in the field, and the em controller and the break out box were replaced. Codes b01, c07, d02 are applicable. H3: the return of 9735824 provided the lot number 603001620. The hardware was returned and analysis was performed. The controller was found to be defective. When plugged into our lat station, ¿localizer faulted¿ was immediately displayed and none of the tools would communicate or power on. The controller also wouldn't communicate with the emtest. The internal circuit board was checked and flashed error code 002. Codes b01, c02, d02 are applicable to this analysis. The return of 9735825r provided the lot number 603001448. The hardware was returned and analysis was performed. The lemo connector had been taken apart and was missing the inner sleeve/clam shell. If plugged into a controller, in this condition, it would short the controller and trigger error code 002 on the controller's circuit board. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box (bob) was not lighting up when plugged in. The software was not detecting that it was plugged in. No patient was present. A medtronic representative (rep) called and reported that a second bob did not function either. System said localizer faulted. They opened the prine camera diagnostics and the controller was faulted.

Manufacturer narrative:
Brand name stealthstation¿ s8 system; product ID 9735670 (serial: (B)(6) ); product type: brand name ; product ID 9735825r (lot: -); product type: 2543-mnav - system brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.